Event description:
A reporter called to report her insulin pen is stuck and she can't push it down to deliver the medication. She said the top won't go down. One of the needles goes down but the other one won't. She said she experienced this problem with 2 out of 4 insulin pens. She also stated, she has been using them for the past ten years and did not experienced this kind of problems before.